Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source spare lamp switches on after powering on the device. In addition, the lamp reached 500 hours. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source spare lamp switches on after powering on the device. In addition, the lamp reached 500 hours. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the emergency lamp lighting up and e103 errors were confirmed and appeared to have occurred due to a faulty converter that could not supply power to the main lamp. The cause of faulty converter could not be identified. Other inspection findings were as follows: dust inside the unit; rear panel found rusty. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿important information ¿ please read before use. Avoid using the light source in a dusty environment. This may damage the light source.¿ ¿3.1 attention to installation and connection. Use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 96 and, ¿specifications¿ on page 96 in the appendix. Improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.